Event description:
It was reported, that the console is giving an error that the device is over temperature/bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred, during testing at the user facility. There was no patient involvement. And no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted, to document device evaluation results.

Event description:
It was reported that the console is giving an error that the device is over temperature/bias current error. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.